Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on (B)(6) 2017.

Event description:
It was reported the wireless software update was performed clearing the elective replacement indicator (eri) message. The device is providing therapy.

Manufacturer narrative:
It was inadvertently reported that software was updated and device providing therapy.

Event description:
It was reported that the patient does not have an apple ID and so software could not be updated to clear the message. Reportedly, patient has unrelated medical event.